Event description:
It was reported to boston scientific corporation that a hydratome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2018. According to the complainant, during the procedure, it was noticed that the wire snapped mid sphincterotomy. There was no part of the device detached inside the patient. There were no injury nor patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn or lot number. Therefore, the lot expiration date and device manufacture dates are unknown. Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed that the cutting wire was broken and blackened, consequently, confirming the reported complaint. Additionally, the distal tip was found to be split. It is most likely that a peak of voltage could have caused the reported event of broken cutting wire. Furthermore, with regards to the split distal tip, it is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product by the user or the interaction with other devices. Therefore, the most probable cause of this complaint is "adverse event related to procedure" since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn or lot number. Therefore, the lot expiration date and device manufacture dates are unknown. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire snapped mid sphincterotomy. There was no part of the device detached inside the patient. There were no injury nor patient complications as a result of this event.